Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative reported that the implant was replaced on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported she is having to charge the implant 2 -3 hours a day to get the implant up to 70% and the highest she can charge is 90% and over the weekend it was difficult to charge the ins. Patient stated they have to charge the ins in the morning and evening because the ins is depleted. Patient stated it is hard to keep excellent quality and they are not moving and getting no connection. Patient services specialist asked patient to connect with the controller and controller show implanted neurostimulators 30% and controller 100% charged. Patient stated they have 4 programs p1- 3.7v, p2 - 4.0v, p3- 4.0v, p4 - 4.0v on group a. Patient service reviewed device function and recommend patient consult with healthcare provider ofc for next steps. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.  Rep said patient had difficulty with recharging during the follow up appointment, but rep was eventually able to help patient recharge. Patient was sent home to recharge but she got constant disconnection. Patient took 3-5 hours to recharge daily. Rep requested recharger replacement. Rep said implant is less than 2 cm deep and rep didn't notice anything else at the pocket site that would affect recharging.  Caller reports patient has been having issue charging her implant since post op appointment, (B)(6) 2024. Caller reports patient's ins pocket site is flesh to the skin, can feel all 4 corners of her ins, and flat. Caller reports she is holding the recharger during charging. Caller reports she was able to get the ins up to 30% and then connection was lost, seeing no device found. Caller reports patient's ins was dead and had to perform passive recharge. Caller reports patient has tired with a different recharger and controller. Continue to see the same message. Suggest using the recharging belt to charge. Suggest disable and re-enable device. Caller reports she is now seeing recharging excellent with battery level in the red. Suggest charging until the ins battery is in the green zone. Pro vided the case number to caller

Manufacturer narrative:
H3: analysis of pli# 10 product ID# 97715 found no significant anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative (rep) saw the patient on (B)(6) for her post-op appointment. While walking the patient through how to use her equipment, they had immediate issues with connecting to recharge. The patient's controller had no issues connecting but as soon as they attempted to charge, it found the initial connection and then gave a "no device found" error. As the rep moved the recharger around her generator, it would find the connection for a moment, but then lose it and return the same error message. The rep continued trying to make adjustments for a few minutes, having the patient pull her shirt up and her pant waistband down as well, and it finally connected successfully. The rep made sure it had excellent coupling and stayed charging for a few minutes before explaining that the initial errors could have been due the patient's positioning or her pant waistband blocking the signal. Early the following week, the patient stated that she had difficulty charging all weekend. The patient couldn't move at all once she was able to find a connection. She was constantly having to adjust and it was taking over 3 hours to charge completely. The rep had a new recharger sent overnight but she had the same issue all week with both. The rep met with her (B)(6) and brought additional backup equipment. The controller was swapped with an extra that we had on-hand and everything again seemed to connect perfectly. The recharger found the generator quickly with excellent coupling and was charging with no issues. The following monday, (B)(6), the patient stated they were right back in the same situation as she was initially. She got to the point this time where the controller wouldn't find her generator either. The generator depleted completely and she was unable to recharge after multiple attempts. The rep met with the patient the next day, (B)(6), and realized she was correct. It was not user error, her battery depth was definitely within range, and they were still running into the same issue. A brand new, untouched controller and recharger was opened and still had difficulty connecting. They were finally able to get the metal detection screen up and get the connection above 80. They sat there for about 10 minutes before it started charging normally. Once it started charging, they sat for roughly 30 more minutes to let the generator charge up to 30%. They then stopped the charge, locked the controller, and attempted the process again. When they tried to charge, they couldn't get a normal recharge interval without a loss of connection a second or two after. Technical services walked rep through some of the same things that weren't working, including putting the charging belt on. Nothing helped. The rep hard ¿disabled¿ the controller and then re-enabled and connected. Once attempting to connect, the patient's generator that was just at 30% a few minutes prior was now completely depleted again and showing the red warning triangle. It connected fine to start a recharging session again. The updates the rep had received in the last week have been better but still not normal. The patient had been able to keep her battery charged and has had no issues connecting but the patient has been having to charge twice a day. The rep ran an energy check on her current programs and the patient should be getting just over a day on her current program. The patient charged at night (around 9pm) for about 1.5 hrs to get her generator up to 100%. When she wakes up the next morning around 7am her generator is typically around 50%. She has to charge again in the morning or her battery will be back below 20% by 1/2pm. If the battery gets below 20%, it takes her even longer to charge. She said well over 3 hrs to get it completely charged again. For that reason, she has been charging in the morning again for 1.5hrs to get her through the day. One night she said her battery was at 30 or 40% by the end of the day and she had to charge for 9pm to 11:30pm/12am. If she lets it get below 50%, she has notices charging takes longer.